Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The valve was implanted to the patient via lp-shunt on 2011 with setting 70mmh2o due to normal pressure hydrocephalus. It was reported that the patient complained a disturbance in gait who was transferred from another site ((B)(6)) and CT was taken. The pressure setting due to lumbar drainage of the patient was checked and confirmed it was 130 mm. The valve setting was 70mmh2o. It was suspected that obstruction of valve. While follow-up the patient, the ventricle gradually expanded. When trying to conduct a contrast by lp, it could not be done because of allergic contrast agent. The revision surgery to be done today via vp-shunt ((B)(6) 2018) with setting 3 (certas). The patient was (B)(6) male. Primary disease: subarachnoid hemorrhage. Csf protein: normal. There was possibility that blood and debris contaminated into the spinal fluid. No further information was provided by hospital. The product will be returned to your site.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated UDI : (B)(4). The device was returned for evaluation. The position of the cam when valve was received was 70mmh2o. The valve was visually inspected: needle holes were noted in the needle chamber. The valve was tested for programming; the valve passed the test. A metal connector was attached to the valve. The valve was flushed; no occlusion was noted. The valve was leak tested; the valve only leaked from the needle holes in the needle chamber. The catheter was irrigated, no occlusions was noted. The valve was reflux tested, and passed. The siphon guard was tested; no issues found. The siphon guard was removed. The valve was then pressure tested; no issues found. Review of the device history records for the valve found that the device conformed to the specifications when released stock. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed.